Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "I was unable to use 3 accucaths, it appeared that the needle had been "pushed" to the side of the clear handle, creating an angle between the handle and the hub of the device. I first discovered the issue when attempted to "test" the wire by advancing it and then retracting it. The wire itself would not advance and "buckled" out of the top of the handle. All 3 were "tested" prior to attempting to insert and were discarded." No other information was provided. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer "I was unable to use 3 accucaths, it appeared that the needle had been "pushed" to the side of the clear handle, creating an angle between the handle and the hub of the device. I first discovered the issue when attempted to "test" the wire by advancing it and then retracting it. The wire itself would not advance and "buckled" out of the top of the handle. All 3 were "tested" prior to attempting to insert and were discarded." No other information was provided. This report addresses the second device.